Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed.

Event description:
A customer reported being unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer felt weak, so paramedics were called. A blood glucose reading of 479 mg/dl was received on the paramedic's hcp device and the customer was diagnosed with hyperglycemia. An unspecified intravenous fluid was administered and the customer was brought to the hospital, where further intravenous fluid and insulin were administered. The customer was hospitalized for two days and then discharged with new insulin therapy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer felt weak, so paramedics were called. A blood glucose reading of 479 mg/dl was received on the paramedic's hcp device and the customer was diagnosed with hyperglycemia. An unspecified intravenous fluid was administered and the customer was brought to the hospital, where further intravenous fluid and insulin were administered. The customer was hospitalized for two days and then discharged with new insulin therapy. There was no report of death or permanent impairment associated with this event.